Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: based on the review conducted, there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of less than 40 mg/dl. Cause was unknown. Paramedics were called and customer was treated with glucose injections. Customer declined to go to the emergency room. Recommendation was made to consult with healthcare provider regarding diabetes management.